Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the ins has turned off by itself a couple times. Patient said they noticed their symptoms returned and when they checked the ins stim was off. Reviewed what can turn stim off. Patient said there was no error message. Recommended patient follow up with their healthcare professional (hcp) to have device checked. Patient has an appointment in (B)(6) 2021. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.